Manufacturer narrative:
(B)(6).

Event description:
It was reported that a guidewire fracture occurred. A 200cm x 10cm fathom-14 guidewire was selected for use. The device was hydrated prior to and during the procedure. During the procedure, it was noted that the fathom wire became completely separated into two pieces while inside of the microcatheter. The cause of the fracture is not known. The device was removed together with the microcatheter and all components of the device were safely withdrawn from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a guidewire fracture occurred. A 200cm x 10cm fathom-14 guidewire was selected for use. The device was hydrated prior to and during the procedure. During the procedure, it was noted that the fathom wire became completely separated into two pieces while inside of the microcatheter. The cause of the fracture is not known. The device was removed together with the microcatheter and all components of the device were safely withdrawn from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. The device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/separated tip. The catheter shaft was inspected for damage. It was noticed that the shaft was separated approximately 13.5cm from the tip. All components were accounted for. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.